Event description:
As reported from our affiliates in (B)(4), approximately eight years and six months post implant of a 23mm sapien xt valve in aortic position, the valve showed severe degeneration (gradient invasive measured peak/mean 100/50mmhg, mild pvl, valve area 0.6 cm2). Therefore, a 20mm sapien 3 ultra valve was implanted inside the sapient xt valve in a valve-in-valve procedure. Post procedure, the gradient invasive was 20mmhg. The procedure was successful, and the patient was doing well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 investigation conclusions the device was not returned for evaluation. Since the valve serial number was not provided, a DHR review is unable to be performed. As the complaint for valve degeneration was unable to be confirmed, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint for valve degeneration was unable to be confirmed, a complaint history review is not required. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted in 2015). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for valve degeneration was unable confirmed due to unavailability of product returned and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration or structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the complaint description, patient had severe chronic renal failure. Chronic renal failure is also known as chronic kidney disease (ckd). The ckd is a known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factor (ckd) may have contributed to the complaint event.